Manufacturer narrative:
Customers were notified of this issue in (B)(4) 2009.

Event description:
Customer reported (B)(4) analyser interpreting results as negative when visual inspection of results show weak positive or equivocal reactions.